Event description:
The customer reported a burning smell and black smoke emitting from the device. No patient compromise.

Manufacturer narrative:
Manufacture date unknown at this time. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Investigation revealed the received faulty smoking part was a cc5 power supply manufactured in 2001. The components near fet v8 were found to be burned. The root cause is a wear out phenomena. The cc5 monitor power supply was replaced.